Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 1 on the home choice (hc). The caregiver (cg) stated the home patient (hp) found to have left a spare clamp open causing the error. The technical service representative (tsr) explained the system error 2240 and cleared the alarm so the cg could reset up again with a new cassette and bags. The tsr referred the cg to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The caregiver (cg) stated the home patient (hp) received the system error 2240 in dwell 1 and found to have left a spare clamp open causing the error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.